Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that the device was having difficulty sensing and may also have had a setscrew problem. It was additionally reported that the right atrial lead may have been fractured. The lead had high impedance and was oversensing. The device was explanted and replaced and the lead is still in use. No patient complications have been reported as a result of this event.